Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4) manager reported that no laser settings were modified, as other surgeries have gone well. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a difficult flap lift on the left eye resulting in aborted the procedure. A description from the surgeon indicated flap tags were noticed and was not able to lift the flap. The date of laser treatment was (B)(6) 2015. The surgery center indicated a photorefractive keratectomy was completed on (B)(6) 2016. There was no loss of best corrected visual acuity reported. Pre-op mr -2.75+0.50x135 20/20. Post-op mr -2.00+0.50x148 20/20 on (B)(6) 2016.